Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
H10. D10. Concomitants - product information: 6657746 - 02-020-11-0320 - truliant ps cem fem ps cem right sz 2; 6517953 - 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t; 6645900 - 200-07-29 - advanced patella 29m 3 peg implant. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2021, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.